Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that it was initially suspected the dbs was not working, however, this was not shown by the ins or patient programmer (pp). The patient confirmed the battery did not show an error message and therapy was being given, everything should work properly. The nurse communicated that with additional clinical tests, the patient had a small stroke that caused the sudden return of symptoms. Additional information was received: it was reported that the patient's stroke was not deemed to be related to the dbs devices/therapy, just the reason for their sudden return of symptoms.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the issue first occurred 2 years ago and since then, it happens at random frequency. There was nothing particular that happened prior to the issue and is completely random with no pattern observed when the ins stops delivering stimulation. It happens at night in bed, in the morning, during dinner, or in the car and many different positions. The patient only uses the patient programmer (pp) to check the ins if they think the stimulation is turned off. The patient is not exposed to strong electromagnetic interference. The rep clarified that when they interrogated the battery, the battery life was never below 50%. The battery usage was checked and recharge history showed the ins battery is charged every 3-7 days for 1-1.5 hours. Average charging signal was 7/8, excellent. Also, when the caretakers check if ins has stopped stimulation, they see an error message first, and then that stimulation is turned off but the ins battery is >50%. They turn stimul ation on again. The patient does not remember the exact code. There were no error messages on the clinician tablet regarding battery stops stimulating. The only error message the rep saw with the clinician programmer was that there was more than 90 minutes difference on the ins timer compared to the tablet timer so the rep solved this and there were no error messages after that. Review of the session report and mdt data did not show any irregularities that could potentially explain the ins battery randomly turning off and seems to be working as intended. The battery did not go into overdischarge and there were no power on resets (pors) reported. In addition, based on the data, it was noticed that the battery turned off 3 times between the last two interrogations (2022-dec and now). One was related to battery discharge in 2023-jan, and the other two were related to the manually turning off/on of the battery (2022-dec and 2023-feb). No usage data was available from the session report. It was indicated that normally when the date and time between the ins and tablet are incorrect, the data might become incomplete (e.g. Resulting in the usage data not being reported). The cause was not determined. They restarted the patient programmer (pp) and turned ins stimulation back on. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the incorrect time between the ins and tablet was not determined. Additional information was received: it was reported that things weren't going well for the patient again. During the weekend things were still quite good, but from monday morning they couldn't move independently, even with a walker and guidance from the caregiver was needed. Communication was impossible and on advice of the doctor their urology appointment was cancelled. Their symptoms were identical to the situation when the dbs turned off several times for unclear reasons. They checked the ins using the patient programmer and the display of the patient programmer showed the correct values and no warning that it was turned off. They thought it was an error with the dbs, which could not read on the display.

Manufacturer narrative:
The implant date is an estimated date (year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a parkinson's disease patient has subthalamic nucleus (stn) dbs since 2004 and currently has a rechargeable imp lantable neurostimulator (ins) implanted in 2013. When interrogating the ins, it mentioned eri date is 2027, impedances and therapy were all fine. The battery level was double checked and was enough charged. However, the patient and her partner noticed that sometimes the ins stops working/turns off. The patient instantly notices she gets 0 therapy and all symptoms instantly return. This has happened a few times now. The manufacturer representative (rep) will see the patient on (B)(6).